Event description:
Pt has been hospitalized due to a diabetic ketoacidosis. The reporter stated that in 2005 at 11:40pm the customer did a scheduled site change. The reporter did not know if pt checked pt's blood sugar 2 hours later. The pt woke up the next morning feeling ill and they then discovered the high blood sugar. The reporter stated the pt was started on an insulin drip in the hospital and pt's blood sugar came down. The reporter did not have any more details as to what events had led to the hospitalization. The reporter states the pt always uses pt's abdomen for the insertion site. The reporter was advised that they should rotate insertion sites to maximize insulin absorption and to always check blood sugar 2 hours after a site change. The device will be returned for evaluation, to ensure that it is functioning correclty and did not contribute to the reported incident.